Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked from an unspecified location; further described as ¿fluid leaking from inside the cassette door¿. This occurred during last drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services assisted the patient in ending the therapy session. Continuous ambulatory pd was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.